Event description:
It was reported that the hemodynamic values of a small acumen cuff were 10 to 30 points higher than a nibp and vitawave cuff. The issue was noticed during a test with an edwards lifesciences rep. During the test, the rep was asked to sit and stand. In each postion, the small acumen cuff would be exchanged with the vitawave cuff. Cuffs were placed on the same arm as the nibp and attached to an hs vita monitor. Error messages, lot number, and troubleshooting steps information requested, but were unknown. No patient injuries. The device was disposed after the case. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Per the instructions for use it states, do not apply finger cuff or cuffs on a hand or a finger when a second blood pressure measurement device is actively monitoring on the same arm or hand or finger. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.